Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient received inappropriate therapy. A lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited high impedance, undefined impedance, rising impedance, elevated short v-v episodes, noise, non-sustained ventricular tachycardia episodes, and was possibly fractured. Device detections were programmed off and the lead was later explanted and replaced. No further patient complications have been reported as a result of this event.